Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation unit powered up properly. Unit passed sleep current measurement test, active current measurement test and self test. Unit successfully downloaded to thus. No unexpected alarms during testing or relevant alarms noted in pump download history. Proceeded by cutting unit open and perform visual inspection of connectors and electronic assembly. No water damage or anomalies noted on internal components. Unit also received with battery tube threads - cracked, cracked case on battery side, cracked case (battery tube), cracked keypad overlay at select button, stained keypad overlay, pillowing keypad overlay. In conclusion unit received functioning properly. No anomalies noted. Original battery cap had no damage and functioned properly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known."

Event description:
It was reported to medtronic minimed that the customer experienced battery cap cracked/damaged, battery cap contact missing/damaged, the light flashes on and off on the pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed and the customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. The customer reported battery cap damaged. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.